Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection, ischemia and surgical exposure are listed in the electronic perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device after an interventional procedure. Reportedly, overnight the patient developed a "cold leg." The patient was returned to the cath lab and the left common femoral artery (lcfa) was accessed. A femoral angiography was performed of the rcfa showing a dissection in an unspecified position of the right leg. An angioplasty was performed to open the artery; however, was unsuccessful. The method of achieving hemostasis in the lcfa at the end of the attempted angioplasty procedure was not specified. The patient was taken to the operating room and a femoral to femoral bypass was performed to treat the dissection. The patient is reported to be doing fine with no additional adverse sequelae. No clinically significant delay in the initial closure procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.